Event description:
It was reported an angio-seal device was used to seal the femoral arteriotomy site post percutaneous procedure. The next morning, the pt had developed a hematoma; no pedal pulses were noted. A scan (type unknown) was obtained and the pt was taken to surgery for revascularization. The angio-seal device was found inside the artery and was removed. The name of the deploying physician is unknown; medical records were not available to the st. Jude medical representative.